Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 17:56:07. During night drain cycle four, the patient's ultrafiltration reading was 1337ml, indicating the home patient (hp) drained 1237ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was use error, the tidal total ultrafiltration was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.